Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to the proximal bone graft resorbing, and the monoblock stem breaking. This was a revision, of a previous revision: (B)(6) 2008, (B)(6) 2013.